Event description:
It was reported that the customer experienced an issue with the pump's touchscreen not responding, rendering them unable to interact with the screen. There was no adverse impact to the customer¿s blood glucose level. The customer attempted a pump reset as advised by technical support, but the issue persisted, so they decided to use a manual daily insulin therapy as a backup. Technical support confirmed the customer¿s shipping address and instructed them on how to store and return the faulty pump using a prepaid label within 10 days.